Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following : date of occurrence: on (B)(6)2024. Description of what happened: line leaking below the filter. Patient less sedated grabbing at ett. Patient being treated with nitric oxide. This could have turned into an emergent situation. Product # and lot#: mz9270 lot #21025167 was the course of treatment altered: trifuse exchanged and sedation resumed. Neonate calmed down. Any harm to patient: mild temporary harm.

Event description:
No additional information was provided.

Manufacturer narrative:
No additional information was provided.